Event description:
Info received that the brakes would set and hold, but would rotate when pushed sideways. No injury reported.

Manufacturer narrative:
Tech found the brakes would set and hold, but would rotate when pushed sideways. Replaced the casters to resolve this issue.